Event description:
The ablation catheter stopped working and displayed a hi force error. The catheter was removed and replace with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for ablation catheter, (brand not provided) (per site reporter) clinical site notified mfg rep directly.